Event description:
It was reported that device had early elective replacement indicator (eri) due to a chronic left ventricular (lv) lead threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - 4568 implantable pacing lead 2002-(B)(6), 4193 implantable pacing lead 2002-(B)(6), 6949 implantable tachy lead 2007-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.